Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results, including sodium (na), potassium (k), chloride (cl) and co2 (carbon dioxide) with low anion gap on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as worn tubing. The fse performed cleaning and replaced the ise tubing set, pinch valve tubing, roller tubing, tube between d pot and flow cell and drain tube to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).